Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt a twitching sensation. A remote transmission was sent and it was found that the right atrial (ra) lead had far field t-wave (fftw) oversensing, high thresholds. Later it was discovered via x-ray that the ra lead had become dislodged. It was also noted that the right ventricular (rv) lead had high p-waves. The leads remain in use. No further patient complications have been reported as a result of this event.